Event description:
It was reported that prior to the implant of a transcatheter valve in the patient's native annulus, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the valve and prior to slowly withdrawing the delivery catheter system (dcs), the nose cone was centered within the frame inflow by slightly retracting the non-medtronic guidewire. During dcs removal, the nose cone of the dcs interacted with the inner paddle of the transcatheter valve causing the valve to dislodge out of position. Subsequently, a second transcatheter valve was implanted.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-29 (serial (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added second paragraph. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in the patient's native annulus, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Following the implant of the valve and prior to slowly withdrawing the delivery catheter system (dcs), the nose cone was centered within the frame inflow by slightly retracting the non-medtronic guidewire. During dcs removal, the nose cone of the dcs interacted with the inner paddle of the transcatheter valve causing the valve to dislodge out of position. Subsequently, a second transcatheter valve was implanted. Additional information was received indicating that actually no pre-implant balloon aortic valvuloplasty was performed. The femoral artery was used for access, and the transcatheter valve was implanted in the native annulus. The cuspal overlap technique was used for implant. Additionally, the non-medtronic guidewire was slightly retracted so that the dcs nose cone was centered within the inflow of the valve frame before it was slowly withdrawn from the patient.